Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had the energy platform indicated to reduce the pressure on the blade. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece measuring approximately 0.084" x 0.437" was found to be broken off. The broken piece was not returned. The broken blade would not allow the instrument to be tested on an in-house generator. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).